Event description:
Dr was removing the catheter, he felt resistance, pulled on catheter and catheter broke in half. Dr snared and removed the other half of the catheter.

Manufacturer narrative:
Event consists of broken device during angiojet therapy. The patient is a (B)(6) old male who was undergoing venous thrombectomy in the leg with the angiojet device. When removing the device, the physician felt resistance and continued to pull on the catheter which broke in half. The physician snared and removed the remaining portion of the device. The patient had no sequelae as a result of this event. The IFU warns the user "do not pull the catheter against abnormal resistance. If increased resistance is felt when removing the catheter, remove the catheter together with the sheath or guide catheter as a unit to prevent possible tip separation. "The catheter has not been returned yet at the time of this report. At this time, it is perceived that the catheter may have been restricted against the sheath and not the patients anatomy since the remaining portion was snared without difficulty. This report can be updated based on the completion of the final device failure analysis. This event is a reportable event.